Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-1 accompanied by symptoms. The customer is concerned with the result of e-1 and symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling ill: fatigue and frequent urination. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in purse at hot temperatures. During the call on (B)(6) 2017, a back to back blood test was performed by the customer and produced test results of 292mg/dl true metrix meter. The test strip lot manufacturer's expiration date is 07/23/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer was advised that she should be testing at room temperature. Customer is carrying glucose products with her outside in purse and advised customer while testing it should be in room temperature. Conducted a glucose test and result 292 mg/dl fasting. Unable to obtain last five readings and control solution tests while on phone.